Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was ¿displaced¿ into the coronary sinus six weeks post implant procedure. Reprogramming was done to turn the lead off. No patient complications have been reported as a result of this event.